Event description:
Patient reported "Rupture", "Extra capsular fluid" and "Small silicone containing internal mammary lymph node". This record is for the right side. Device remains implanted. Patient also reported "ptosis" which is not device related.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026A review of the Device History Record has been completed. No deviations or non-conformances noted.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for Reoperation: Rupture.